Manufacturer narrative:
Evaluation summary: the returned device was received and evaluated visually, by light microscope, and x-ray. As received, the valve exhibits heavy calcification in the cusp area of all three leaflets. Moderate calcification detected in the free margins of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by 2-3mm. Host tissue overgrowth fused the free margins of leaflet 1 and 3 at commissure by 7mm, and leaflets 2 and 3 at commissure 3 by approximately 6mm. Host tissue is moderate at the stent outflow. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and confirmed that this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a quality deficiency during the manufacture of this device that may have contributed to this event.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: device history record review is in process. Return of the device and a copy of the echocardiogram has been requested but not yet received.

Event description:
Reportedly, the device was explanted after an implant duration of eight years due to "severe prosthetic valvular stenosis secondary to fibrosis and early calcification". The patient had developed recent evidence of congestive heart failure. Through cardiac catheterization and echocardiography, he was found to have severe prosthetic valvular stenosis with no significant coronary artery disease. Per the (B)(6) 2010 operative/procedure report provided by the health care provider: the mitral valve was inspected. There was a significant thickening and fixation of two of the leaflets of the valve. Previous valve sutures were then removed, and the valve was excised (this valve was a 31-mm bovine pericardial prosthesis). A 29-mm edwards thermafix pericardial prosthesis was then implanted using 2-0 ethibond horizontal pledgeted mattress sutures. The valve seated well.